Event description:
The customer called to report motor error and no delivery alarms while priming. Troubleshooting was performed. The customer stated that she was near an x-ray and MRI recently. The displacement test was conducted, and the insulin pump failed the test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.